Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The active tip of the device appears to have been used and shows signs of activation. Tissue debris is also evident around the tip of the device. No obvious sign of activation is evident on the cap of the device. Additionally, the plug of the device appears to be undamaged, and is an out of box condition. The suction tube of the device appears to have been used, with signs of debris and dried saline evident. The device was sent to the supplier for further evaluation and testing. Test results of the device can be found in the investigation report attached.  The supplier reported the following: visual observation revealed: the device has not been returned in its original packaging. The distal tip of the device shows signs of use but not excessive. There is evidence of saline and tissue residue around the return brace and manifold. No obvious visual damage to either the shaft, handle, cable or plug. Inspection of the suction tube shows dried evidence of liquid within. This may have been from the device being used, or from the decontamination process. The initial customer complaint reported that the device didn't work. Investigation has found that the device will work intermittently and the evidence of tissue on the active tip suggests that the device has been used in a patient. Intermittent active continuity and intermittent activation suggests a breakdown in the active circuit within the distal tip components. Similar instances have been recorded in the past, with the root cause being an incomplete adhesive seal at the distal end of the device, allowing for saline to ingress the uninsulated active/return, resulting in activation (with the saline resulting in a bridge between the active and return) behind the active tip. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required. Due to the low failure occurrence rate, minor risk to end user/patient and 100% leak inspections already being carried out on the manufacturing line no corrective action is deemed necessary at this moment in time. Complaint rate will continue to be monitored. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the device could not work. The device could not work in meniscus repair. Changed another one to complete. There was no adverse event on patient report.